Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Medtronic received information that the customer experienced a low blood glucose on (B)(6) 2020 that resulted in unresponsiveness. Treatment for the low blood glucose is unknown but the customer was able to eventually wake up.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose level was 20 mg/dl. They also reports that they experienced seizures. The customer's husband found her unconscious. They reported that the sensor glucose value was 54 mg/dl where as blood glucose level from the finger tip was 20 mg/dl which was misleading and bought her to almost death at many occasions. It was unknown if the insulin pump was on auto mode at the time of incident. They declined troubleshooting. The insulin pump not be returned for analysis.